Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient¿s ipg would no longer hold a charge. It was determined that the patient had several non-device related surgeries where electrocautery was used since the implant procedure. It was believed that the cautery caused the ipg not holding a charge. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (B)(4).

Manufacturer narrative:
Additional information was received that the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg would no longer hold a charge. It was determined that the patient had several non-device related surgeries where electrocautery was used since the implant procedure. It was believed that the cautery caused the ipg not holding a charge. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Sc-(B)(4) (sn:(B)(4) ) device evaluation indicated that the ipg passed all non-destructive tests and it revealed no anomalies.

Event description:
A report was received that the patients ipg would no longer hold a charge. It was determined that the patient had several non-device related surgeries where electrocautery was used since the implant procedure. It was believed that the cautery caused the ipg not holding a charge. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4).

Manufacturer narrative:
Additional information was received that the physician suspected device malfunction was due to the use of electrocautery.

Event description:
A report was received that the patient's ipg would no longer hold a charge. It was determined that the patient had several non-device related surgeries where electrocautery was used since the implant procedure. It was believed that the cautery caused the ipg not holding a charge. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual (B)(4))